Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07303. It was reported the patient programmer was turning off, and a replacement programmer was sent to the patient. The sjm representative met with the patient and determined the amplitude was auto-reducing due to high impedances on the leads. It was reported all contacts had high impedances.